Event description:
This is report 10 of 10 for complaint (B)(4).

Event description:
This is 10 of 10 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product codes for this report includes mnh, mni, kwq, and kwp. Placeholder.

Manufacturer narrative:
(B)(4). Additional narrative:device was used for treatment and not diagnosis.(B)(4): placeholder.

Event description:
Patient approximately five months status post matrix construct - at levels l2-s1 returned to surgeon. X-rays taken on an unknown date revealed that patient had developed a stable fracture in l2. Patient returned to operating room on (B)(6) 2012 for hardware removal and level t10-s1 construct extension. During revision surgery, surgeon removed 10 locking caps, 4 matrix screws - 1 of which was loose, another which broke upon removal, and two which were removed from the l2 fracture point. Also removed were one transconnector, and one rod. Six screws remained in place and were not removed. The surgeon then placed ten new locking caps for the removed ones, and six additional locking caps for the extension, a new longer rod, and two transconnectors. This is the 9th of 9 report submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Manufacturer narrative:
Device used for treatment and not diagnosis.